Event description:
It was reported that patient underwent shoulder arthroplasty on (B)(6) 2010, where a competitor's total shoulder components were removed and replaced with a reverse shoulder system. A subsequent revision procedure was performed on (B)(6) 2011, due to fracture of the central screw and two peripheral screws and loss of fixation of the baseplate. All components were removed and replaced with a hemi-arthroplasty system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Possible adverse effect (B)(4) states, "if glenoid component is not securely fixed, micromotion can lead to peripheral screw failure." The part and lot number information needed to review device history records was unavailable. The glenosphere assembly was returned fully assembled with a glenosphere, glenosphere baseplate, and five screws. The central screw and two of the peripheral screws were fractured. No attempt was made to disassemble the explants. The central screw's fracture has features consistent with a fatigue fracture. The screw fracture sequence is unknown. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).